Event description:
It was reported that patient had revision on right hip due to loosening of tritanium cup.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding shell loosening involving a primary tritanium hemi solidback cup 52mm was reported. The event was not confirmed. Device evaluation and results not performed as no device was returned. Medical records not performed as no medical records were provided for review. Device history review a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review. A complaint history review confirmed no other similar events for the reported lot. The exact cause of the event could not be determined because of a lack of information. Further information such as the reported device, medical records, and x-rays are needed to complete the investigation for determining the root cause. No further investigation for this event is possible at this time.

Event description:
It was reported that patient had revision on right hip due to loosening of tritanium cup.